Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during an angiogram, the patient needed intra-aortic balloon (iab) therapy. The iab was inserted through the right femoral without difficulty. Once the iab was connected to the cardiosave intra-aortic balloon pump (iabp), there was no arterial pressure displayed and the iabp generated a fiber optic sensor failure alarm. The iabp was switched out for a cs300, but the same issues occurred. The iab was then removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood between the sheath and catheter and on the exterior. A non-maquet sheath was attached at approximately 45.21 cm from the iab tip. Three catheter tubing kinks were found at approximately 71.37 cm, 72.9 cm, and 76.2 cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, pressure tubing, extender tubing, and extracorporeal tubing was performed and no leaks were detected. A laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure. However, we are unable to determine how this may have occurred. This issue has been escalated to respective supplier in order to determine a root cause. Reference complaint#: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period dec-19 through nov-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).